Event description:
It was reported that a week post implant, the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. Reprogramming of the lead was performed and the stimulation resolved. Approximately one week later, the patient experienced stimulation again and the lead was turned off. After approximately two weeks, the patient followed up with the physician and the lead was turned back on for continued resynchronization therapy support. The lead is still in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient reported thumping and discomfort in their chest at the first check up.